Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) 3 false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact.the following information was provided by the initial reporter: "¿ customer problem: customer reports bottle flagged positive 3 times in instrument with no organisms on gram stain. Bottle has blood leaking under sensorcustomer reports bottle was flagged positive with no organisms seen in gram stain".

Manufacturer narrative:
H6:investigation summary .customer reported blood under the sensor and a false positive event. Photo was not received. Sensor adhesion was observed when retentions samples were visually inspected. Blood background was performed with satisfactory results, therefore a false positive result was not observed when retention samples were tested. Batch/sensor history records were reviewed, and all testing were within specification for product release. Sensor adhesion scrape test is performed to each sensor batch as part of release criteria. Complaint is confirmed for sensor adhesion based on retention samples.an engineering assessment was performed to determine in the filler sensor plastic bottles had mechanical issues and/or breakdowns during the sensor formulation process. No issues were reported. Investigation revealed that preventive maintenance was completed on time as scheduled. In addition, the media filling vision system was verified, and no malfunctions were reported. The vision system is challenged prior each lot. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. CAPA # 2882676 was initiated to further investigate these types of complaints and determine any appropriate actions to reduce their occurrence.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) 3 false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " ¿ customer problem: customer reports bottle flagged positive 3 times in instrument with no organisms on gram stain. Bottle has blood leaking under sensor customer reports bottle was flagged positive with no organisms seen in gram stain "